Manufacturer narrative:
The complete lead was returned. Upon receipt at our post market quality assurance laboratory, visual inspection showed there was dried body fluid/blood in the tip area. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. However, the stylet insertion test failed evidencing foreign material near the terminal pin. In this case, we believe the foreign material was likely an agglomerate of blood/body fluid and polymer that resulted from the lead/guidewire interaction. The reported wire insertion difficulty is likely the result of the lead damage observed by the laboratory.

Event description:
Boston scientific received information that during an implant, the physician was unable to insert a guide wire through this left ventricular (lv) lead due to physical damage. As result, the lead was removed and replaced prior to pocket closure. No adverse patient effects were reported.